Event description:
It was reported that this clinic received a remote alert that this device had entered safety mode. The field representative was contacted and recommended an urgent device replacement procedure to resolve the event. The device is pending an explant procedure. At this time, the device remains implanted and no adverse patient effects were reported. Additional details were provided that this patient has advanced dementia and at this time no intervention will be performed. Therefore no device will be returned for analysis.

Event description:
It was reported that this clinic received a remote alert that this device had entered safety mode. The field representative was contacted and recommended an urgent device replacement procedure to resolve the event. The device is pending an explant procedure. At this time, the device remains implanted and no adverse patient effects were reported.